Event description:
(Three) 3 months after restylane I had a small, hard nodule that came and went after 5 days. This recurs every couple of months. I have swelling and hardness around my mouth where restylane was injected. This too recurs every one - two months. I eventually had to have the restylane dissolved.